Event description:
It was reported that a user experienced lower-than-expected meal insulin doses with an ilet system, receiving approximately 3.5¿4 units at meal announcement when they expected about 5.2 units, and noted a blood glucose of 250 mg/dl. Customer care provided support thatincluded troubleshooting and education on meal announcements and system learning behavior. Investigation of this case revealed no confirmed device malfunction, with device behavior consistent with adaptive dosing and learning following recent initiation, and the device was replaced to continue therapy with a fresh learning period. No clinical symptoms associated with hyperglycemia reported. Outcomes included no long-term impairment, no hospitalization, and education provided. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.